Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
An event occurred similar to case: (B)(4) that previously occurred on (B)(6) 2025 . Catalog number, product name, etc.: 329705. Lot no. (Serial no., etc.): unknown (confirmation needed) agency: (B)(6) date of occurrence: (B)(6) 2025. Needle injury: none. Other treatment: no. Returned product: yes (photograph attached) unknown confirmation needed history of event: a black, oily-looking foreign substance was adhered to the case report: required analysis of black foreign substance (stain), cause of adhesion replacement: required (B)(6) detailed hearing required when claimed product is collected. Batch #: unknown. (B)(6)2025: additional information. The complaint return box is scheduled to arrive on (B)(6) 2025. I will be returning the complaint items (3 ea) with the waybill number (B)(4). I have attached a photo of the complaint items. The term ¿case¿ refers to a ¿needle case¿ (as shown in the photo). Complaint items: lot no. 4032919. The stain may be inside the needle case, not on the surface. Rubbing the stain off the surface will not remove it. (B)(6)2025 update/additional information. Customer returned 3 pen needle autoshield duo 30gx5mm jp from the lot# 4032919 and cat# 329705.